Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at the distributor. A review of the distributor evaluation confirmed that the monitor was intermittently unable to fully power on. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on properly. A review of distributor evaluation data confirmed that the monitor was intermittently unable to power on.